Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had an existing left b undle branch block (lbbb). The device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. During the procedure, when the wire crossed the annulus before the valve ever entered the body, the patient developed a complete heart block. A permanent pacemaker was implanted. A procedural delay of approximately four hours occurred, and the valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product type: compression loading system (cls); product ID: d-evolutfx-2329; product lot/serial number: unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.